Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Healthcare professional reported "lid did not cleaning peel off, splitting into multiple pieces". Device was not implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ tyvek or thermoform sticking: observed delamination of outer lid. As per the investigation procedure, intact and functional were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "lid did not cleaning peel off, splitting into multiple pieces". Device was not implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a, d4, d9, h3, h4, h6.

Event description:
Healthcare professional reported "lid did not cleaning peel off, splitting into multiple pieces". Device was not implanted.